Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead was dislodged as confirmed under x-ray and associated with high thresholds. The physician elected to cap the atrial lead on (B)(6) 2025, and a new lead was implanted. The patient had no consequences.